Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a corroded battery tube.

Event description:
It was reported that the insulin pump was dropped and had a blank display. The device rested without the battery for several hours and the display was still blank. No further info was provided.